Manufacturer narrative:
Visual examination of the device revealed proximal stent damage. Several stent struts were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to having been caused by the previously placed stent.

Event description:
Same case as mfg report#: 2134265-2008-04106 it was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, difficulty crossing the lesion was encountered. The lesion was located in the distal left anterior descending (lad) artery. After implanting 2 stents, the physician attempted to insert the taxus liberte 28mm x 2.50mm paclitaxel-eluting coronary stent system across the lesion, significant resistance was encountered and crossing was unsuccessful despite application of significant force. Upon removing the stent and the delivery system from the patient, the physician noted strut damage. The physician attempted to insert another taxus liberte 20mm x 2.50mm stent across the lesion, but significant resistance was encountered and crossing was unsuccessful too. Upon removing the stent and the delivery system from the patient, the physician noted similar strut damage. The procedure was successfully completed with another taxus liberte 20mm x 2.50mm stent. No patient injuries or complications were reported as a result of the event. The patient's status was reported as good.